Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient with a spinal cord stimulation (scs) system underwent a revision procedure for an unspecified reason. No additional information is available at this time. Additional information received indicated the spinal cord stimulation (scs) patient underwent an explant procedure due to charging difficulties. Postoperatively, the patient is recovering well and has expressed satisfaction with the overall therapy experience. In accordance with facility policy, the explanted device will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient with a spinal cord stimulation (scs) system underwent a revision procedure for an unspecified reason. No additional information is available at this time.